Event description:
See initial report.

Manufacturer narrative:
H10: the DHR review highlighted that the complained lot was released conforming to product specifications. No other similar events were reported on this lot number. Based on the above, the most likely root cause of the reported misassembly was due to an isolated manufacturing operator error during the assembly phase of this circuit. To prevent re-occurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.10. Livanova USA inc manufactures the convenience pack. The incident occurred in cleveland, ohio. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that colored (white and red) clamps in the cardioplegia line in 1 unit were reversed. In particular, they were flipped and placed on the wrong line. It was still able to be used for surgery. There was no patient injury.